Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A patient with diabetes reported that the tubing became disconnected from the adhesive patch. The plastic component of the infusion set separated from the adhesive patch while the patient was seated and working. The infusion set had been changed approximately 24 hours earlier, and the disconnection occurred a few minutes prior to the report. The patient was also using a freestyle libre 3 plus cgm. The issue was resolved by replacing the infusion set. The event involved the patient and resulted in no harm.